Manufacturer narrative:
The cause of the reproducibly elevated advia centaur xp troponin ultra result is unknown. Siemens requested the sample for testing but the sample cannot be returned to siemens. Troponin ultra results on the advia centaur xp were reproducibly elevated vs an alternate method. Qc was in range and no additional patient samples are affected, indicating this is a sample specific interferent. Hama or heterophile testing cannot be performed due to the lack of sample. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The laboratory procedures generally used to identify the presence of interfering antibody are serial dilutions to demonstrate a nonlinear response and/or testing on an alternate method which may have a capture antibody specific to a different epitope on the molecule. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The interferent may not necessarily be due to an interfering antibody but may be due to other endogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The limitations section of the instructions for states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. (24) patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when test with this method. (24)"

Event description:
Customer observed samples from a patient that yielded a consistently high advia centaur xp troponin ultra results compared to an alternate method. Samples were measured from the patient over a three week period. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp troponin ultra result. The patient was transferred to a neighboring hospital.